Event description:
Contaminated examine gloves; we provided the (B)(6) medical examination gloves that were manufactured by axg industries (B)(4) FDA owner/operator # (B)(4). The gloves sent to hospitals and the hospitals reported that the gloves had blood on them, ink on them, discolored and other chemical residue. I reached out to the manufacture and they verified the lot numbers but refuse to honor a warranty to do have a discussion about the contaminated product. This information was shared with me by mr. (B)(6), the unit chief for covid in for the great state of (B)(6). Seven (7) separate hospitals notified us of poor product totaling over 25k 100 count boxes of FDA approved patient examination gloves. We have requested the gloves to me inspected at a lab. We are in the process of collecting the product to be lab tested. FDA safety report ID # (B)(4).